Event description:
On (B)(6) 2013, I signed up for laser lipo treatments at (B)(6). I was signed up with the promise of weight loss and fat reduction through the use of external lasers. These unlicensed lasers are not safe. They cause dizziness and headaches after use. I completed 8 treatments and I have not lost any fat or weight. This service is a scam. I am seeking a 100% refund in the amount of (B)(4).